Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: I was attending today to evaluate a number of applied devices for a procedural kit trial. Devices being used:- trocars, suction/irrigation, scissors, x2 graspers, dissector, epix probe (cw005), inzii and epix universal clip applier. The procedure was first on the list for mr [(B)(4) - redacted] in theatre 1 at the [facility] hospital. He had agreed to evaluate all mentioned devices, however had instructed me on the morning that his registrar (mr [(B)(4)- redacted]) would be completing the surgery. The procedure started at approximately 9.30/9.45am and finished at 11.30am. The case and the trial were going along very well (reflected in the surgeon feedback form post-op) until the bag split during extraction of the specimen. Mr [(B)(4) - redacted] attempted to remove the bag and specimen through a 12mm x 100mm kii advance fixation trocar incision at the upper gastric position. After ten seconds of circular motion pulling on the bag, the bag was suddenly released from obstruction following a split at the distil tip of the bag leaving the gall bladder entrapped in the abdominal wall. At this point mr [(B)(4) - redacted] had reyrned to the theatre to observe and asked mr [(B)(4) - redacted] to try and push the gall bladder back into the abdominal wall space and use another inzii. He then instructed mr [name 2 - redacted] to remove always through the umbilicus port as the upper gastic port is thicker and more difficult for specimen removal. This was completed successfully however there was bile and stones in the incision of the patients that required extensive cleaning before suturing closed. Mr [(B)(4) - redacted] stated that he felt it was 'user error' as he shouldn't have pulled so hard, however I stated this shouldn't still have occured. Patient status: no patient injury. Extensive cleaning at port site and anti-biotics given. Consultant is concerned about infection post op. Type of intervention: extensive cleaning at port site and anti-biotics given. Consultant is concerned about infection post op.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a torn tissue bag. Engineering observed stretch marks around the break. Based on the condition of the returned unit and the description of the event, it is likely that the bag broke from the stress exerted on the bag while the specimen was being removed from the extraction site. It is possible that the port site was not properly sized for the specimen being removed. The instructions for use (IFU) states that "if the bag and its contents are too large to be extracted, carefully enlarge the port site for ease of bag removal." The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: I was attending today to evaluate a number of applied devices for a procedural kit trial. Devices being used:- trocars, suction/irrigation, scissors, x2 graspers, dissector, epix probe (cw005), inzii and epix universal clip applier. The procedure was first on the list for mr [name 1 - redacted] in theatre 1 at the [facility] hospital. He had agreed to evaluate all mentioned devices, however had instructed me on the morning that his registrar (mr [name 2 - redacted]) would be completing the surgery. The procedure started at approximately 9.30/9.45am and finished at 11.30am. The case and the trial were going along very well (reflected in the surgeon feedback form post-op) until the bag split during extraction of the specimen. Mr [name 2 - redacted] attempted to remove the bag and specimen through a 12mm x 100mm kii advance fixation trocar incision at the upper gastric position. After ten seconds of circular motion pulling on the bag, the bag was suddenly released from obstruction following a split at the distil tip of the bag leaving the gall bladder entrapped in the abdominal wall. At this point mr [name 1 - redacted] had reyrned to the theatre to observe and asked mr [name 2 - redacted] to try and push the gall bladder back into the abdominal wall space and use another inzii. He then instructed mr [name 2 - redacted] to remove always through the umbilicus port as the upper gastic port is thicker and more difficult for specimen removal. This was completed successfully however there was bile and stones in the incision of the patients that required extensive cleaning before suturing closed. Mr [name 2 - redacted] stated that he felt it was 'user error' as he shouldn't have pulled so hard, however I stated this shouldn't still have occured. Patient status: no patient injury. Extensive cleaning at port site and anti-biotics given. Consultant is concerned about infection post op. Type of intervention: extensive cleaning at port site and anti-biotics given. Consultant is concerned about infection post op.